Event description:
It was reported that a patient diagnosed with a compression fracture underwent a balloon kyphoplasty procedure (bkp) at l3. During the procedure, the left balloon was inflated to 230 psi and 2.5 ml volume then deflated to remove it from the vertebral body when blood was noticed inside of the inflation syringe, indicating a rupture. Contrast agent was suctioned out as much as possible and then cement was injected. According to the report, the balloon did not appear to be ruptured during the inflation procedure. No abnormality was seen with the balloon shape during the inflation, but breakage was confirmed at the time of deflation. The surgical time was reportedly extended less than 15 minutes and no patient complications were reported. The patient will undergo a CT examination as a precaution. No further information was reported.

Manufacturer narrative:
Location: hospital. (B)(4).

Manufacturer narrative:
Additional information: product analysis : during visual analysis the rupture was confirmed, functional analysis not possible. The rupture is oriented approximately longitudinally on the distal peak of the balloon, and is consistent with rupture of the balloon due to contact with bone splinters during surgery.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.